Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side device rupture, and "palpable and visible deformity". Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, opening curved on posterior and red particles. A visual and microscopic analysis was performed which identified wear abrasion and sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side device rupture, and "palpable and visible deformity". Device was explanted.